Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed in the annulus with a perimeter measuring 91.2 mm. The valve was loaded onto the delivery catheter system (dcs). The load checked revealed a crown overlap to the fourth node. The procedure continued and the valve was deployed. However, after the first deployment a valve infold was noted. This system was removed. A different valve was loaded onto a different dcs. However, the valve paddle was outside of the paddle attachment. As result, a third valve and dcs were used for a successful implant. Loadings were confirmed with visual, tactile and fluoroscopic inspection. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011348551); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device loaded inside the delivery catheter system (dcs), at medtronic¿s quality laboratory, visual analysis showed an infold as the valve was being deployed. All leaflets appeared dehydrated, stiff yet pliable. The tissue exhibited signs of severe creases and imprints. Tissue conditions appeared to be attributed to the valve being in the crimped position, loaded in the capsule of the delivery system, for an unknown duration of time. As received, all leaflets appeared to be in a partially closed position with a large gap between all leaflets. All commissures appeared intact. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state. The valve was submerged in a warm saline bath; valve maintained a compressed condition. Due to the received used condition of the valve, a deployment simulation could not be performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Imaging was received for review. The returned fluoroscopy confirmed a crown overlap/infold that goes past the fourth node of the loaded valve. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the dcs. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have occurred as the valve was being deployed on the first deployment, and a misloaded valve/infold had been identified during the load check. A pre implant bav was reported to have been performed, however, there was no mention of a post implant bav bein g performed after the valve had been deployed. Per the instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.